Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, a patient experienced blurry vision with reading a left superior quadrant cut. It was suspected that the blurriness was from the cerebral edema and should improve with time. The visual field cut was from the trajectory of the laser running through the optic radiations. It was noted that there was a prolongation of existing hospitalization but no further actions were taken to treat the event. It was noted that the event was unresolved and no further actions were planned. Per the investigator, the event was related to the procedure and the thermal therapy system.